Manufacturer narrative:
Product event summary: analysis found that the lower case was broken, all bails and bail covers were missing, the upper case was broken and an incoming test could not be performed due to the super capacitors being worn. The customer did not approve the repair, so the device was shipped back to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for a functional check. The device was analyzed and tested out of specification. There was no patient involvement.